Event description:
A customer reported an altitude alarm on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the alarm could be triggered by residue buildup in the speaker holes, and the customer acknowledged this advice. No cartridge replacement was necessary, and the customer was able to resume insulin delivery with the original cartridge.